Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the reported failure could not be verified. A device history record could not be evaluated as the lot number is unknown. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It has been reported that one bd phaseal¿ infusion adapter has been found experiencing leakage during use. The following has been provided by the initial reporter: after preparing endoxan, it leaked from the connection of c100j and the spike needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd phaseal¿ infusion adapter has been found experiencing leakage during use. The following has been provided by the initial reporter: after preparing endoxan, it leaked from the connection of c100j and the spike needle.